Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the pacemaker was in backup vvi (bvvi) mode. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The reported event of backup mode was confirmed. As received, the device was in backup mode and review of the device image indicates it was triggered by code corruption caused by undetermined source. Attempts to reload the device code were not successful. The device case was cut-open and battery measurement indicates the device was above elective replacement level. Additional attempt to reload the device code using an external source was unsuccessful. Despite extensive testing the source of backup mode could not be determined. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the battery was found in normal range, with signs of faster than normal depletion due to high drain current caused by a faulty capacitor.

Manufacturer narrative:
Correction: previously submitted with erroneous "detective device" code in h6 field. Now updated to remove said code.

Manufacturer narrative:
Further information was requested but not received. Correction: section a1 ¿ the patient identifier should have been "lab" instead of "lb".

Event description:
New information received notes that the pacemaker was explanted and replaced.

Event description:
New information received notes that the patient's condition was stable.